Event description:
It was reported to covidien in late 2008 that a customer had an issue with a sharps container. The customer reports that they were stuck in the finger with a dirty needle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.